Event description:
During review of programming history it was noted that the patient had high impedance. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming.